Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 150 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.